Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to confirm or duplicate the reported and event. The fsr checked the events log and indicated circuit disconnect and high peak inspiratory pressure alarms. The fsr performed the operational verification procedure and reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays circuit disconnect, high peak inspiratory pressure, and low peak inspiratory pressure errors in the events log. The customer reported there is no patient involvement associated with the event.